Event description:
Boston scientific received information that during a routine device upgrade procedure, this right ventricular (rv) lead was observed to have a small nick in the insulation. The lead was explanted and a new rv lead was successfully placed. No adverse pt effects were reported. Available information suggests that this lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It is unclear if the nick in the lead occurred during the ICD upgrade or if it is a product problem.